Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent visual and functional tests to assess the device status. The customer allegation was confirmed, streaks and rainbow colors were found due to a bad charged coupled device (ccd). Moreover, additional findings of stain sheads inside the ccd were discovered. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was reported that there were streaks on the screen when using the camera head. It is unknown when the issue occurred. There were no reports of patient harm associated with the event.